Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: helical blade coupling screw (part # 357.377 / lot # 4529822), the returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned device history review: manufacturing date: march 20, 2003; manufactured by synthes (B)(4); no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 to remove a long antegrade nail and implant a long trochanteric fixation nail (tfn). The surgeon was attempting to use a helical blade coupling screw on the right hip by using a mallet when the head of the coupling screw sheared off. Upon implanting the long tfn nail, the set screw (also known as the ¿locking device¿ within the nail) was advanced and prevented the helical blade from rotating. The surgeon opened a screw removal set and used an extractor for cannulated screws to remove the broken coupling screw, which was easily retrieved. No fragments were left in the patient. Once the broken device was removed, the helical blade locked into place without further rotation. There was a surgical time delay of five (5) minutes documented. The surgery was successfully completed with a patient postoperative status of ¿good, unaffected.¿ this report will address the intraoperative events only. The reason for the revision will be captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).